Event description:
A peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer support that the patient is in the hospital and has peritonitis. The patient is being treated with antibiotics. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain at home. Laboratory results obtained during admission were not reported to the outpatient clinic as the patient has since transitioned to an in-center hemodialysis (hd) clinic. The patient was diagnosed with peritonitis due to intra-abdominal sources involving constipation. The patient¿s constipation was attributed to the use of prescribed diuretic medications. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequencies unknown) to address the infection while hospitalized. The patient¿s pd catheter (not a (B)(6) product) was removed due to the severity of infection, and he was transitioned to hd for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged home on either (B)(6) 2025 (exact date of discharge unknown). It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product info is unk. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".